Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient underwent leads replacement procedure for an unknown reason. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient was experiencing inadequate stimulation due to lead migration. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent leads replacement procedure for an unknown reason. The patient was doing well postoperatively.